Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on her insulin pump. The customer's blood glucose level was 86 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No scrolling number anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.